Manufacturer narrative:
Additional information: b2, b3, b5, b6, b7, d10, e1, e3. And g2. B5: upon follow up, it was reported that antibiotic treatment was discontinued. It was reported the patient was hospitalized for peritonitis and subsequently discharged on an unknown date. On an unknown date, the patient recovered from peritonitis. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid and stomach pain. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin (1 gm, 5th day) and ceftazidime (1.5 gm, daily). At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.